Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0332, awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. She reported that she had had had essure for 3 years and the symptoms were getting worse; insomnia, hair loss, chronic pelvic pain, hip pain, back pain, blurred vision, bowel issues, frequent urination, depression, inflammation. Essure should be taken off the market. She considered the events related to essure. Ptc investigation result was received on 14-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 15-apr-2016. A legal claim was received. The plaintiff was implanted with essure for permanent sterilization and subsequently had the device removed due to complications. Company causality comment: this spontaneous and medically confirmed case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the positive temporal relation, causality with suspect insert cannot be excluded. Upon receipt of follow up information through legal claim, it was informed that device removal was required. Therefore, this case is now classified as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and pregnancy with contraceptive device ('positive for pregnancy') in an adult female patient who had essure (batch no. 12533513, a14903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: marcaine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("hip pain"), back pain ("back pain"), vision blurred ("blurred vision"), gastrointestinal disorder ("bowel issues"), pollakiuria ("frequent urination"), depression ("depression"), inflammation ("inflammation") and flank pain ("left side pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, insomnia, alopecia, arthralgia, back pain, vision blurred, gastrointestinal disorder, pollakiuria, depression and inflammation had not resolved and the pregnancy with contraceptive device and flank pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, arthralgia, back pain, depression, flank pain, gastrointestinal disorder, inflammation, insomnia, pelvic pain, pollakiuria, pregnancy with contraceptive device and vision blurred to be related to essure. The reporter commented: according to medical records, during insertion procedure, both tubal ostia were identified. The right total ostia was isolated and the essure device was attempted to be placed into that ostia into the tube and there was resistance met, they stopped, waited, assuming there was maybe some tubal spasm, and then tried again and this did not place. They removed that entire device at this point and turned attention to the left tube. The essure device was placed through the hysteroscope and at this point we used strong traction on a tenaculum on the anterior lip of the cervix to change the angle of the uterus and the essure device was placed easily into the left tubal ostia and deployed, there were 2 coils noted into the cavity. Attention turned back to the right side and a new essure device, this was the third one that we used, and this was placed into the ostia, there was no resistance at this point and the device was deployed and there were again 2 coils noted into the cavity on the right side. Patient did well. Right essure side used lot number 12533513 with expiration date ((B)(6) 2015) left essure side used lot number a14903, expiration date ((B)(6) 2015). She had essure for 3 years and the symptoms were getting worse. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: positive for pregnancy. Pregnancy test urine - on (B)(6) 2012: results: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media:pregnancy with contraceptive device, device ineffective. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- flank pain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and pregnancy with contraceptive device ('positive for pregnancy') in an adult female patient who had essure (batch no. 12533513, a14903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: marcaine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("hip pain"), back pain ("back pain"), vision blurred ("blurred vision"), gastrointestinal disorder ("bowel issues"), pollakiuria ("frequent urination"), depression ("depression"), inflammation ("inflammation") and flank pain ("left side pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, insomnia, alopecia, arthralgia, back pain, vision blurred, gastrointestinal disorder, pollakiuria, depression and inflammation had not resolved and the pregnancy with contraceptive device, flank pain and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, arthralgia, back pain, depression, flank pain, gastrointestinal disorder, inflammation, insomnia, pelvic pain, pollakiuria, pregnancy with contraceptive device, vision blurred and weight increased to be related to essure. The reporter commented: according to medical records, during insertion procedure, both tubal ostia were identified. The right total ostia was isolated and the essure device was attempted to be placed into that ostia into the tube and there was resistance met, they stopped, waited, assuming there was maybe some tubal spasm, and then tried again and this did not place. They removed that entire device at this point and turned attention to the left tube. The essure device was placed through the hysteroscope and at this point we used strong traction on a tenaculum on the anterior lip of the cervix to change the angle of the uterus and the essure device was placed easily into the left tubal ostia and deployed, there were 2 coils noted into the cavity. Attention turned back to the right side and a new essure device, this was the third one that we used, and this was placed into the ostia, there was no resistance at this point and the device was deployed and there were again 2 coils noted into the cavity on the right side. Patient did well. Right essure side used lot number 12533513 with expiration date (30mar2015) left essure side used lot number a14903, expiration date (30may2015). She had essure for 3 years and the symptoms were getting worse diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: positive for pregnancy. Pregnancy test urine - on (B)(6) 2012: results: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media:pregnancy with contraceptive device, device ineffective. Lot number:12533513 manufacture date:2012-06 expiration date:2015-03 lot number:a14903 manufacture date: 2012-05 expiration date:2015-05 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added: "weight gain", new reporter added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0332) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 12533513, a14903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: marcaine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("hip pain"), back pain ("back pain"), vision blurred ("blurred vision"), gastrointestinal disorder ("bowel issues"), pollakiuria ("frequent urination"), depression ("depression"), inflammation ("inflammation") and flank pain ("left side pain"), was found to have a pregnancy with contraceptive device ("positive for pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, insomnia, alopecia, arthralgia, back pain, vision blurred, gastrointestinal disorder, pollakiuria, depression and inflammation had not resolved and the pregnancy with contraceptive device, flank pain and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, arthralgia, back pain, depression, flank pain, gastrointestinal disorder, inflammation, insomnia, pelvic pain, pollakiuria, pregnancy with contraceptive device, vision blurred and weight increased to be related to essure. The reporter commented: according to medical records, during insertion procedure, both tubal ostia were identified. The right total ostia was isolated and the essure device was attempted to be placed into that ostia into the tube and there was resistance met, they stopped, waited, assuming there was maybe some tubal spasm, and then tried again and this did not place. They removed that entire device at this point and turned attention to the left tube. The essure device was placed through the hysteroscope and at this point we used strong traction on a tenaculum on the anterior lip of the cervix to change the angle of the uterus and the essure device was placed easily into the left tubal ostia and deployed, there were 2 coils noted into the cavity. Attention turned back to the right side and a new essure device, this was the third one that we used, and this was placed into the ostia, there was no resistance at this point and the device was deployed and there were again 2 coils noted into the cavity on the right side. Patient did well. Right essure side used lot number 12533513 with expiration date (30mar2015). Left essure side used lot number a14903, expiration date (30may2015). She had essure for 3 years and the symptoms were getting worse diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: positive for pregnancy. Pregnancy test urine - on (B)(6) 2012: results: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media:pregnancy with contraceptive device, device ineffective. Lot number:12533513, manufacture date:2012-06, expiration date:2015-03 . Lot number:a14903 ,manufacture date: 2012-05, expiration date:2015-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 12-aug-2015. The most recent information was received on 05-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. 12533513, a14903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: marcaine on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("hip pain"), back pain ("back pain"), vision blurred ("blurred vision"), gastrointestinal disorder ("bowel issues"), pollakiuria ("frequent urination"), depression ("depression") and inflammation ("inflammation"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, insomnia, alopecia, arthralgia, back pain, vision blurred, gastrointestinal disorder, pollakiuria, depression and inflammation had not resolved. The reporter considered alopecia, arthralgia, back pain, depression, gastrointestinal disorder, inflammation, insomnia, pelvic pain, pollakiuria and vision blurred to be related to essure. The reporter commented: according to medical records, during insertion procedure, both tubal ostia were identified. The right total ostia was isolated and the essure device was attempted to be placed into that ostia into the tube and there was resistance met, they stopped, waited, assuming there was maybe some tubal spasm, and then tried again and this did not place. They removed that entire device at this point and turned attention to the left tube. The essure device was placed through the hysteroscope and at this point we used strong traction on a tenaculum on the anterior lip of the cervix to change the angle of the uterus and the essure device was placed easily into the left tubal ostia and deployed, there were 2 coils noted into the cavity. Attention turned back to the right side and a new essure device, this was the third one that we used, and this was placed into the ostia, there was no resistance at this point and the device was deployed and there were again 2 coils noted into the cavity on the right side. Patient did well. Right essure side used lot number 12533513 with expiration date (30mar2015) left essure side used lot number a14903, expiration date (30may2015). She had essure for 3 years and the symptoms were getting worse diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative . Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: reporter, essure lot number, patient date of birth, and insertion details were added. Company causality comment: this spontaneous and medically confirmed case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Considering pelvic pain may occur during essure use and the positive temporal relation, causality with suspect insert cannot be excluded. Upon receipt of follow up information through legal claim, it was informed that device removal was required. Therefore, this case is now classified as incident. The initial technical assessment conclusion was an unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. A ptc update with the reported lot number is awaited. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0332) on 12-aug-2015. The most recent information was received on 05-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. 12533513, a14903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: marcaine on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("hip pain"), back pain ("back pain"), vision blurred ("blurred vision"), gastrointestinal disorder ("bowel issues"), pollakiuria ("frequent urination"), depression ("depression") and inflammation ("inflammation"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, insomnia, alopecia, arthralgia, back pain, vision blurred, gastrointestinal disorder, pollakiuria, depression and inflammation had not resolved. The reporter considered alopecia, arthralgia, back pain, depression, gastrointestinal disorder, inflammation, insomnia, pelvic pain, pollakiuria and vision blurred to be related to essure. The reporter commented: according to medical records, during insertion procedure, both tubal ostia were identified. The right total ostia was isolated and the essure device was attempted to be placed into that ostia into the tube and there was resistance met, they stopped, waited, assuming there was maybe some tubal spasm, and then tried again and this did not place. They removed that entire device at this point and turned attention to the left tube. The essure device was placed through the hysteroscope and at this point we used strong traction on a tenaculum on the anterior lip of the cervix to change the angle of the uterus and the essure device was placed easily into the left tubal ostia and deployed, there were 2 coils noted into the cavity. Attention turned back to the right side and a new essure device, this was the third one that we used, and this was placed into the ostia, there was no resistance at this point and the device was deployed and there were again 2 coils noted into the cavity on the right side. Patient did well. Right essure side used lot number 12533513 with expiration date (30mar2015). Left essure side used lot number a14903, expiration date (30may2015). She had essure for 3 years and the symptoms were getting worse diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous and medically confirmed case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Considering pelvic pain may occur during essure use and the positive temporal relation, causality with suspect insert cannot be excluded. Upon receipt of follow up information through legal claim, it was informed that device removal was required. Therefore, this case is now classified as incident. The initial technical assessment conclusion was an unconfirmed quality defect. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and pregnancy with contraceptive device ("positive for pregnancy") in an adult female patient who had essure (batch no. 12533513, a14903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: marcaine. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("hip pain"), back pain ("back pain"), vision blurred ("blurred vision"), gastrointestinal disorder ("bowel issues"), pollakiuria ("frequent urination"), depression ("depression") and inflammation ("inflammation") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, insomnia, alopecia, arthralgia, back pain, vision blurred, gastrointestinal disorder, pollakiuria, depression and inflammation had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, arthralgia, back pain, depression, gastrointestinal disorder, inflammation, insomnia, pelvic pain, pollakiuria, pregnancy with contraceptive device and vision blurred to be related to essure. The reporter commented: according to medical records, during insertion procedure, both tubal ostia were identified. The right total ostia was isolated and the essure device was attempted to be placed into that ostia into the tube and there was resistance met, they stopped, waited, assuming there was maybe some tubal spasm, and then tried again and this did not place. They removed that entire device at this point and turned attention to the left tube. The essure device was placed through the hysteroscope and at this point we used strong traction on a tenaculum on the anterior lip of the cervix to change the angle of the uterus and the essure device was placed easily into the left tubal ostia and deployed, there were 2 coils noted into the cavity. Attention turned back to the right side and a new essure device, this was the third one that we used, and this was placed into the ostia, there was no resistance at this point and the device was deployed and there were again 2 coils noted into the cavity on the right side. Patient did well. Right essure side used lot number 12533513 with expiration date (30mar2015) left essure side used lot number a14903, expiration date (30may2015). She had essure for 3 years and the symptoms were getting worse diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: positive for pregnancy. Pregnancy test urine - on (B)(6)2012: results: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media:pregnancy with contraceptive device, device ineffective. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: social media received. Added event pregnancy. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).